Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Caller reported the low glucose alarm did not sound and customer experienced "shaking, dizziness, discomfort" and a seizure. Customer was able to recover themselves and self-treat by eating a bar and juice. There was no report of death or permanent injury associated with this event.